Event description:
It was reported that balloon rupture and catheter removal difficulties occurred. The 75% stenosed target lesion was located in the slightly tortuous and moderately calcified radial artery. After a guidewire was advanced, a 4.0 x 40 cm, 75 cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 24 atmospheres for approximately 5 seconds, the balloon ruptured. During removal, the front part of the balloon could not be removed from the sheath. The whole sheath was then removed, and the ruptured section of the balloon was cut off and the balloon was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: mustang 4.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 26mm distal of the proximal markerband. This type of damage most probably occurred when the device was being withdrawn through the sheath. The distal section of balloon material including a section of shaft, the distal markerband and tip of the device was not returned for analysis. The rated burst pressure for this device as per mustang specification is 24 atmospheres. A visual and tactile examination found the shaft of the device to have completely detached at approximately 29mm distal of the proximal markerband. The distal section of shaft including the distal section of balloon material, the distal markerband and tip of the device was not returned for analysis. The shaft displays evidence of having been dissected as there is no stretching damage evident. The distal section of the device including a section of balloon material, a section of shaft the distal markerband and tip of the device was not returned for analysis. A visual examination observed that the distal section of the device including the distal markerband, a section of balloon material, a section of shaft and tip of the device was not returned for analysis. The proximal markerband was undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture and catheter removal difficulties occurred. The 75% stenosed target lesion was located in the slightly tortuous and moderately calcified radial artery. After a guidewire was advanced, a 4.0 x 40 cm, 75 cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 24 atmospheres for approximately 5 seconds, the balloon ruptured. During removal, the front part of the balloon could not be removed from the sheath. The whole sheath was then removed, and the ruptured section of the balloon was cut off and the balloon was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.